Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump alarmed motor error twice within 10 minute span. Customer stated weeks prior she dropped the device in the middle of the bolus and it shut off completely and did a restart then when straight into delivering the remaining of the bolus. Customer's blood glucose was 318 mg/dl. Device alarmed during bolus delivery. Troubleshooting was performed and it was found the customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer declined to return the device for further analysis.